Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the wash cup on cap piercer in the unicel dxc 880i synchron access clinical system was overflowing when the blade was being washed. Per customer, about 1ml of fluid leaked onto the rack and tops of tubes. No injury or exposure was reported and no erroneous results were generated. The customer cleaned spill with a paper towel while wearing gloves.

Manufacturer narrative:
Bec cts (customer technical support) had the customer check the wick and the customer stated that it was red. Cts had the customer change the wick and swab the cup with a q tip. This did not resolve the issue and the leak continued. Cts set up a service visit and a field service engineer (fse) went on-site (B)(4) 2011 and found that waste vacuum 3 way valve was not functioning correctly causing flooding of cap piercer wash chamber. Fse replaced the valve and this resolved the flooding issue. (B)(4).